Event description:
It was reported via clinical study, that approximately 1 year postop the initial implant, this 66 yo male patient was revised due to aseptic glenoid loosening. The patient¿s outcome was last known as resolved. Devices will not be returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d6a, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The discomfort and subsequent revision reported may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. Serial number, manufactured and expiration dates are unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.